Event description:
On (B)(6) 2010, it was reported that the patient ((B)(6)) was experiencing difficulty communicating with the ipg via the patient programmer. The patient has a consultation at the local pain clinic on (B)(6) 2010, after which more information will be requested. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevance of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.